Event description:
Information received from a patient reported that they were having difficulty recharging their implantable neurostimulator (ins) about two weeks prior to the date of this report. Troubleshooting was not possible at the time of the call as the patient did not have their equipment with them. It was further reported on (B)(6) 2016 that the patient programmer displayed a "poor communication" message and the recharger showed the "reposition antenna" screen. The patient stated that they had not charged their ins in 2-3 months. It was reviewed that the device may be in an overdischarge state and the patient would need to follow up with their healthcare provider (hcp). Additional information provided on (B)(6) 2016 by the hcp reported that the cause of the "poor communication" message and "reposition antenna" screen was unknown. The hcp advised that the patient discuss those issues with the manufacturer representative that met with them. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.